Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the surgeon was able to press the green button and squeeze the handle. The device cut the anastomosis, however the staple did not deploy. The procedure was converted from laparoscopic procedure to an open procedure. The incision was extended by more than 1 inch and the surgical procedure was extended for 3 hours. The patient also had experienced extended hospital stay for observation. The circular stapler was also used to resolve the issue. A new reload was used to complete the procedure. It was also reported that the pushers were showing on the reported reload, however there were no staples in the staple line, the cavity or the reload itself.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tissue was excised from the body, there was no staples or staple line and no device that could be seen in the photograph. The returned reload was fully fired and engaged in interlocck and staple pushers were visible at the zero cut line. Also, the pushers along the length of the cartridge were deployed during firing. The staples that were present inside the staple pockets would have also been deployed by the pushers during the firing of the device. It was reported that the staples did not deploy from the stapler after the handle was squeezed the reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device had damage to the cutting edge of the knife blade. The most likely cause for the additional condition is obstruction. This issue may occur if the reload was fired on over-indicated tissue, poor staple formation may occur as the staples are unable to fully penetrate the tissue and reach the anvil in order to form a crimp. As a result, the user may not be able to see staples present in the tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the surgeon was able to press the green button and squeeze the handle. It was also reported that the device cut the anastomosis, however the staple did not deploy. The procedure was converted from the laparoscopic procedure to an open procedure. The incision was extended by more than 1 inch and the surgical procedure was extended for 3 hours. The patient also had experienced extended hospital stay for observation. It was also reported that circular stapler was also used to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and engaged in interlock. The staple pushers were visible at the zero cut line. Also, the pushers along the length of the cartridge were deployed during firing. The anvil of the device was inspected and no distinct staple strikes were observed. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur as a result of firing in over-indicated tissue. When a reload is fired on over-indicated tissue, poor staple formation may occur as the staples are unable to fully penetrate the tissue and reach the anvil in order to form a crimp. As a result, staple strikes would not be created, and the user may not be able to see staples present in the tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the surgeon was able to press the green button and squeeze the handle. It was also reported that the device cut the anastomosis, however, the staple did not deploy. The procedure was converted from laparoscopic procedure to an open procedure. The incision was extended by more than 1 inch, and the surgical procedure was extended for 3 hours. The patient also had experienced extended hospital stay for observation. It was also reported that circular stapler was also used to resolve the issue. A new reload was used to complete the procedure. It was also reported that the pushers were showing on the reported reload, however there were no staples in the staple line, the cavity or the reload itself.